Manufacturer narrative:
The reported event of separation problem on behalf of the leadless pacemaker was not confirmed. The reported event of pericardial effusion could not be confirmed. Final analysis found no anomaly on the helix. Analysis of the associated delivery catheter indicated bullets on tether in misaligned position, which is consistent with having occurred during the procedure. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2024-33462. New information received notes that post-procedure, the patient developed pericardial effusion requiring pericardiocentesis. The patient was stable.

Manufacturer narrative:
The reported event of separation problem was not confirmed. Final analysis found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during aveir leadless pacemaker (lp) implant procedure, the right ventricular lp failed to be separated from the catheter. It was noted the tethers were stuck in the lp. The procedure was completed using an alternate lp on (B)(6) 2024. The patient was stable.

Event description:
New information received indicates that the pericardial effusion was developed due to means unrelated to the implanted system and system-related procedure.

Event description:
Related manufacturer reference number: 2017865-2024-34454.